Event description:
It was reported that post implant swedish adjustable gastric band, there was a balloon leakage. The patient fail to lose anymore weight. Surgeon explanted the band and implanted a new one. No further information available. No patient consequence reported.

Manufacturer narrative:
(B)(4) = fold lines. The band/balloon with 31cm of catheter and one piece of catheter (9.2cm in length) were returned for analysis. Upon visual inspection, it was observed that 3 fold lines were present on the balloon. These fold line were localized at 3.2cm, 5.5cm and 7.5cm from the catheter connection. It was observed that a tear of 0.6mm in length was also present on the balloon. This tear was localized on the fold line of 3.2cm. Buckle from the band was returned cut on one side, probably performed during the explants. A leak test was performed on the balloon with an unsuccessful result. Leak was found, where the tear was observed. A batch record review was performed and no anomalies were found during the manufacturing process. The complaint was confirmed. The (B)(4) was returned with a small tear to the balloon, localized on of a fold line. While it is not possible to provide a definitive root cause for the reported event it is noted that fluid leakage is a recognized event associated with gastric banding and the realize adjustable gastric band. Its causes and consequences are outlined within the product's instructions for use (IFU). A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. Manufacturing practices were reviewed and it was noted that all devices are leak tested prior to lot release. It is therefore considered unlikely that a manufacturing issue contributed to the reported event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Band adjustment history: (B) (6) 2008: 3.5ml, 5.0ml, 6.5ml, 7.5ml. (B)(6) 2009: 8.5ml, 8.0ml. (B)(6) 2010: 8.5ml, 9.5ml, 8.5ml. (B)(6) 2011: only 5ml/ band.